Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/25/2016 phone call, 05/26/2016 phone call, and 05/26/2016 e-mail. The hospital biomed informed ge healthcare that the sintered filter, pipeline transducer, and drive gas check valve were replaced to address the complaint issue.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly swapped out the unit. There was no reported patient injury.